Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the halo cutting forceps had floating piece of black plastic inside the sealed packaging. The issue was found upon receipt of the device. There were no reports of patient harm.